Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. During functional testing, numerous punctures were noted to the bladder membrane, which caused blood to enter the helium pathway. The iab bladder had a full thickness abrasion. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The cause of the reported event is likely a result of abrasion noted on the bladder membrane. The cause of the other leaks noted to the bladder membrane is undetermined, but a potential cause is due to the bladder being withdrawn through the teflon sheath. An in-service will be performed to reiterate the instructions for use (IFU) to the customer. This will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was in use and the staff received a helium loss alarm and noted blood in the gas line tubing. As a result, the iab was removed successfully without complication and therapy was discontinued. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was in use and the staff received a helium loss alarm and noted blood in the gas line tubing. As a result, the iab was removed successfully without complication and therapy was discontinued. There was no report of patient complications, serious injury or death.